Manufacturer narrative:
The insulin pump was received with a cracked end cap, cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a crack on the base of the insulin pump. The customer's blood glucose reading was unknown. The customer stated that there was a crack on the base of the pump and he had to tape it together in order for the pump to work. The customer stated that the crack is next to the up and down buttons. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.